Event description:
It was reported that the catheter hub came off. A 10 flexima apdl was placed on (B)(6) 2019 and on (B)(6) 2019 the hub on the flexima drainage catheter detached. The drainage catheter was replaced. No patient complications were reported. It was further reported that the flexima was not placed in the chest.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Product analysis was performed as per procedure (usdc product analysis guidelines) ad. The catheter returned has the hub detached; moreover, the flare of the extrusion was found formed, it is evidence that the manufacturing process was properly performed. The catheter returned detached/cut at 11 cm from the flare end. The rest of the catheter (the hub section) was not returned for analysis. Additionally, the shaft was received with a suture knob and residues were noted along the device.

Event description:
It was reported that the catheter hub came off. A 10 flexima apdl was placed on (B)(6) 2019 and on (B)(6) 2019 the hub on the flexima drainage catheter detached. The drainage catheter was replaced. No patient complications were reported.

Event description:
It was reported that the catheter hub came off. A 10 flexima apdl was placed on (B)(6) 2019 and on (B)(6) 2019 the hub on the flexima drainage catheter detached. The drainage catheter was replaced. No patient complications were reported. It was further reported that the flexima was not placed in the chest.